Event description:
The implant broke. Age of device is unk.

Event description:
It is reported that the implant broke. Age of device is unk.

Event description:
It is reported that the device was implanted in 1999. The device was revised in 2001 due to breakage.